Manufacturer narrative:
The reported telemetry anomaly was confirmed in the laboratory and was due to a low battery voltage. The device's functionality was tested on the bench and on the automated electrical testing system. All power consumption measurements were normal. Temperature and humidity testing was performed; no high current states were observed. The battery was analyzed by the vendor and no internal anomaly was found. The cause of the battery depletion could not be determined.

Event description:
The device was explanted due to a telemetry anomaly. Device was at eri.

Event description:
(B)(4). Same case as MFR report #: 2134265-2010-05208, 2134265-2010-05209, 2134265-2010-05211. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented due to unstable angina and was referred for cardiac catheterization. The index procedure treated 4 lesions. The first target lesion was a 99% stenosed, 2.7x20mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre-dilation, the placement of a 2.75x24mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The second target lesion was a 95% stenosed 3.5x12mm lesion located in the mid rca. Treatment consisted of pre-dilation, the placement of a 3.5x16mm taxus liberte stent resulting in 0% residual stenosis. The third target lesion was a 75% stenosed, 2.7x12mm lesion located in the 1st diagonal branch. Treatment consisted of pre-dilation, the placement of a 2.75x16mm taxus liberte stent resulting in 0% residual stenosis. The fourth target lesion was a 95% stenosed 3.0x15mm lesion located in the proximal left anterior descending artery. Treatment consisted of pre-dilation, the placement of a 3.0x24mm taxus liberte stent resulting in 0% residual stenosis. One day post the index procedure, cardiac enzyme elevation was consistent with a myocardial infarction. No action was taken and the patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.